Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned for analysis. External insulation abrasions were found at 15.4- 15.55cm and 15.8-15.85cm from the electrode tip, consistent with lead friction to another device. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.